Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11001r28, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient¿s prior pump was replaced last year due to normal battery depletion and due to covid the reporter believed that the patient had to go on oral baclofen for about 4 months before using his pump. During the replacement procedure, the hcp was unable to aspirate from the catheter; however, wasn't concerned because the patient had been getting good therapy, so they just replaced the pump. When they put the patient back on the intrathecal baclofen, the patient reported that the therapy was not the same as it was with his previous pump. The patient had been started on the same dose as the previous pump. A dye study was done (date not reported), and the hcp was unable to aspirate from the cap (catheter access port), however, they still moved forward with pushing dye into the catheter. The reporter believed the patient might have gotten 4x what he normally did for baclofen. That same evening, the patient got good therapy that lasted into the next morning but then after that it went back to being ineffective. The reporter was not sure how high they had titrated the dose up. The hcp thinks there is a pump and catheter issue and wants to replace both. The reporter was not sure if they had checked the pump logs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: 8709sc lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2022 product type catheter h3 ¿ analysis of the pump found ¿no anomaly¿. Analysis of the catheter found ¿sutureless connector ¿ tearing/coring in seal ¿ leaking seen during pressure testing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per the healthcare provider, the patient reports that therapy has been working much better than he realized. The patient became aware because he let his pump run out yesterday and reported to his care team today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the actions/interventions that were taken to resolve the hcp¿s belief that there was an issue with the pump and the catheter was a rotor/dye study and dose titration. The cause of the issue was not determined. The devices remained implanted and were still in use. Per the patient¿s previous managing physician, they checked the catheter; there was no change in therapy with a change out of the drug and an increase in dose (last reported dose from (B)(6) 2021 was 326.1 mcg/day); there was no known issues with the pump; and after possibly ruling out other medical issues and further discussion amongst the patient¿s healthcare providers they would move forward with replacing the catheter and the pump. It was mentioned that the patient was complaining of bladder issues and ended up in the hospital for a week. The clinical specialist had checked on the patient at that time and there were no issues with the pump logs.